Event description:
It was reported that a signal artifact monitor (sam) event occurred with right ventricular lead impedance being low, out-of-range below 200 ohms. The device and leads remain implanted. No adverse patient effects were reported.

Event description:
It was reported that a signal artifact monitor (sam) event occurred with right ventricular (rv) lead impedance being low, out-of-range below 200 ohms. The device remains implanted, but the rv lead was later replaced. The healthcare professional mentioned an isolation defect near the device that occurred during the lead replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to boston scientific, so product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. Analysis of available information did not identify a specific complaint cause.